Event description:
It was reported that foley catheter worn out due to the patient having purple urine bag syndrome. Representative informed the customer that the foley material they offer mainly are latex and silicon and to try what works better and to consult physician. Hx- patient had purple urine bag syndrome.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be over exposure to chlorination during latex processing over exposure to ozone resulting in product degradation exposure to petrolatum based products improper storage of the product. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned